Event description:
The patient was implanted with a left ventricular assist device (lvad). During the initial implant the patient received a veno-arterial extracorporeal membrane oxygenation (ECMO) as a rvad. After the implant, the estimated flow of the lvad was less than 2.5lpm at times; however, the patient was able to be weaned off of ECMO and transferred to a rehab center. An unknown amount of time later the patient had developed hemolysis. The clinic suspected thrombus and a decision was made to replace the pump on (B)(6) 2014. It was also reported that the surgeon suspected that the ECMO led to reduced preload which contributed to the low flows.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump. The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.